Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a rectopexy procedure an ace36 blade was broke in the first case. No no patient consequences reported.